Event description:
It was reported that device detachment occurred. The target lesion was located in the coronary artery. A peripheral rotawire guidewire was selected for use. During testing outside the body, the burr would not platform higher than 135,000 rpm. Pressure and gas were within normal limits. However, the wire broke where the burr was spinning outside of body. The procedure was completed with a new catheter and wire. There were no complications and patient fully recovered.

Manufacturer narrative:
D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.

Event description:
It was reported that device detachment occurred. The target lesion was located in the coronary artery. A peripheral rotawire guidewire was selected for use. During testing outside the body, the burr would not platform higher than 135,000 rpm. Pressure and gas were within normal limits. However, the wire broke where the burr was spinning outside of body. The procedure was completed with a new catheter and wire. There were no complications and patient fully recovered.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, an available information. It is likely that the issue could be related to factors that can occur with the interaction between the rotapro and rotawire, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the reported event. D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.